Manufacturer narrative:
Based on the claim against the product by the customer noting repeated error 87 and psc being failed to power on, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported issue. The fse replaced the medical grade power supply (mgps) 1 and 2 on the patient side cart (psc) to resolve the issue. The system was tested and verified as ready for use. The complaint regarding the reported issue was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Isi has received the mgps 1, and the failure analysis testing has been completed. The reported failure could not be reproduced, but was confirmed via the system logs. The errors that appeared in the logs indicated that the power supply was operating below the minimum operating load. Upon installing the unit into a testing system, the system started up with no error. A total of ten power cycles were run and all passed with no errors. The unit also passed the battery operation, emergency power off (epo) functionality, voltage was in range, and both fans were working. The unit was scrapped due to it being more than three years old. Isi has received the mgps 2, and the failure analysis testing has been completed. The reported failure could not be reproduced, but was confirmed via the system logs. Upon installing the unit into a testing system, the system started up with no error. The unit also passed the battery operation, emergency power off (epo) functionality, voltage was in range, and both fans were working. The unit was scrapped due to it being more than three years old. This complaint is considered a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to another da vinci system. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that error 87 appeared indicating that the patient side cart (psc) was running on battery. The tse had the customer reseat the power plug, change to another power source, but the issue persisted. The tse advised the customer to perform hard power cycle and emergency power off (epo) the psc. After, the customer called back the second time and informed the tse that the psc did not power on after a hard power cycle. The tse had the customer press the epo, which resolve the issue. The customer called back the third time to report that error 817 occurred again. The customer power cycled the system, but the psc power button stayed off. The customer pressed epo button, which made the power button lit for a while, but it went off again, and the system could not be powered on. The surgeon elected to convert the procedure to another da vinci system. There was no reported injury. Isi followed up with the isi clinical sales representative and obtained the following additional information: the system functionality was checked upon powering on the system. The system initially powered on without errors. The error occurred during the procedure. There was no impact to the patient.

Manufacturer narrative:
Annex c and d have been updated.

Event description:
Refer to h10/h11 for follow-up information.